Event description:
The rptr did meter to lab comparison tests, 30 minutes apart. Rptr's meter reading was 122 mg/dl, and the lab test result was 200 mg/dl. No details of the tests were provided. Rptr did not have any symptoms. During troubleshooting, a control solution test of 74 was low, out of range (97-146). No harm was alleged. F/u attempts to contact the rptr for further info have not been successful.